Manufacturer narrative:
No evaluation can be performed. The clinic name and device identifier are not provided. No further information is available.

Event description:
A report was received from (B)(6) through the voluntary medwatch program ((B)(4)) from a lasik pt, reporting the following experience: approximately (B)(6) after pt had lasik surgery, pt developed severe dry eye, starburst vision - more severe at night, and decreased vision clarity. The dry eye and decreased vision clarity is intermittent, but the starburst is constant.